Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that this actuator is faulty and needs to be replaced under the 6 month parts warranty. It will hold for a minute or two and then slams down to the floor.